Manufacturer narrative:
Clinical evaluation performed by medical affairs: a 2,5 years after primary tkr the insert fixation screw got loose in the joint. It was immediately removed. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 09 march 2018 lot 144629: (B)(4) items manufactured and released on 06 october 2014. Expiration date: 2019-08-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had an unusual click in the knee joint 2 years and 6 months after primary. The x-ray showed a partial backout of tibial screw. The surgeon removed the screw and resurfaced the patella in order to reduce the femoral joint pain.

Manufacturer narrative:
Visual inspection done on march 27, 2018 by r&d product manager visual inspection of the explanted insert fixation screw: loosened insert safety screw occurred about 2 years and a half after primary surgery. Screw has been already removed by arthroscopy. No damages or signs of usage can be seen on the head and the threaded part of the screw. It was possible that, once backed out from the baseplate, the screw was not interposed between the femoral component and the tibia insert and didn't undergo to the body load. No other components have been removed, so we can suppose that they have been found in good condition during arthoscopy to remove the screw. The most-likely cause for self-unscrewing of the screw, was insufficient tightening torque during fixation. Using a screwdriver provided with a torque limitation would prevent this event. But other unknown factors might also play a role in the event. No further considerations can be done with the information available.

Manufacturer narrative:
On 28th may 2018 the analysis made by r&d and medical director have been updated, because the screw was not totally unscrewed and no arthroscopy procedure have been made. Specifically: r&d revised analysis: partial unscrewing of the insert safety screw occurred about 2 years and a half after primary surgery. Screw has been already removed in a second surgery where also the patella was resurfaced. No damages or signs of usage can be seen on the head and the threaded part of the screw. No other components have been removed, so we can suppose that they have been found in good condition during removal of the screw. The most-likely cause for partial self-unscrewing of the screw, was insufficient tightening torque during fixation. Using a screwdriver provided with a torque limitation would prevent this event. But other unknown factors might also play a role in the event. No further considerations can be done with the information available. Medical director analysis: 2.5 years after primary tkr the insert fixation was in the process of backing out from its seating. It was immediately removed. No consequence should be expected for the absence of the screw in the future life of the implant. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. The reported clicking felt by the patient should have no connection with the partial back-out of the fixation screw and is probably more related to the femoro-patellar joint, that required secondary resurfacing.